Manufacturer narrative:
This device is included in the medical device correction, "model 8870 software application card used in the 8840 n¿vision¿ clinician programmer for synchromed implantable infusion system therapy", customer letter ((B)(4) 2013)).

Event description:
Information was received from a manufacturing representative regarding a patient in (B)(6) who was receiving baclofen (unknown dose and concentration) via an implantable pump. The event date was noted as (B)(6) 2016 and the event occurred during normal use. A premature empty reservoir alarm was reported; the physician found the empty reservoir volume active before the expected date, the patient care giver reported that the pump had been sounding for 1 week. At the previous refill, the low reservoir alarm date was beginning of (B)(6) (though they were waiting for the exact programming from the physician) there were no patient symptoms. The physician reported that it was the second time of this issue regarding this pump (the manufacturer was not notified before). The physician decided to refill and update the pump. The physician was to followup with the patient early before the next refill date. It was unknown as to what factors may have led or contributed to the issue. Diagnostics/troubleshooting was noted as pump interrogation. Interventions/actions were noted as pump refill and update. At the time of this report, the issue was reported.

Event description:
The physician was not available to provide a feedback regarding this complaint.